Event description:
Related manufacturing ref: 2182269-2022-00036, 2182269-2022-00037. During a left lateral accessory pathway procedure, a cardiac perforation occurred. The physician was unable to say which of the ablation catheters caused the perforation and after further consideration he thought he likely perforated the left atrial appendage whilst crossing the mitral valve but couldn¿t be sure which of the four catheters he was using at the time. Four different ablation catheters were used via the retrograde approach as stability proved to be challenging. Crossing the mitral valve required a degree of force. The ablation lesions that were placed lasted less than ten seconds each because stability was an issue. Initially a medium sweep livewire tc unidirectional catheter was taken to cross the aortic and mitral valves retrogradely. Stability was a concern and a livewire large sweep was taken as the thought was the additional reach would provide the extra support. Each time a power setting of 40w and 60c was used. With each of the catheters the physician had noted that a degree of force was required to cross initially the aortic valve and he became aware on inspecting both these catheters that the tip of the catheter appeared slightly mis-shaped. A non abbott catheter was tried which also met some resistance when attempting the retrograde approach and similarly had the same distal tip bend. Finally the tacticath se j curve was taken but was unable to cross the aortic valve with this catheter so at this point it was decided he was going to reverse the heparin and attempt a trans septal approach. The tacticath was never used for ablation as it was unable to cross into the left ventricle via the retrograde approach. The patient's blood pressure then dropped to 65/45. For clarification no trans septal puncture had taken place at this time. Though limited ablation was delivered the physician stated this was not the cause of the low blood pressure. The perforation was confirmed with a transthoracic echo and ice and required a pericardiocentesis. After withdrawing 30cc of fluid the patients blood pressure stabilized. The patient was admitted into the ICU for observation and was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.